Event description:
Patient with insulin pump underwent MRI of cervical spine and shoulder. After imaging completed, unable to operate pump, which displayed "motor error". Company contacted and attempts to reset pump unsuccessful. Pump required replacement.